Manufacturer narrative:
We believe that at lease 1 of the screw holding the headrest to the bracket worked itself loose, allowing the headrest to snap off the bracket.

Event description:
It was reported that the user was sitting in the activity chair when he extended and broke the headrest off. The user received a minor injury on the back of his head from the headrest bracket.